Event description:
(B)(6). Same case as 2134265-2011-02561. It was reported that following a coronary artery stenting treatment procedure the patient experienced a myocardial infarction. The lesion being treated was located in the mid left anterior descending artery with 90% stenosis and was 20 mm long with a reference vessel diameter of 2.25 mm. The physician treated the lesion with pre-dilatation, and implanting a 2.25 x 24 mm taxus liberte stent and a 2.75 x 16 mm taxus liberte stent and post-dilatation with 0% residual stenosis. During the index procedure, unsuccessful attempts were made to cross the right coronary artery with a 0.14 forte guidewire supported by a 2.0 maverick balloon. It was decided to treat this vessel medically. Post index procedure, ECG showed st segment elevations in the inferior leads. Cardiac enzymes were elevated consistent with a myocardial infarction. No action was taken and the event resolved without residual effects. The patient was discharged the next day on aspirin and prasugrel.

Manufacturer narrative:
(B)(4). The device was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).